Event description:
The pneumothorax catheter was placed and connected to connecting tube/stopcock and pleuro-vac. Upon follow-up later during the day, the "i.r." Noticed the lung had collapsed. While checking the catheter, found the air leak to be at the stopcock, which did not connect well to the tubing and catheter. The stopcock was replaced with another brand and the pt's condition improved.